Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate therapy under primary vector configuration due to oversensing, while the patient was having intercourse. Reportedly, the patient previously had another s-ICD system that was explanted due to recurrent inappropriate therapies triggered by having intercourse as well. Technical services recommended troubleshooting and suggested potential reprogramming options. This implantable electrode remains in service and no additional adverse patient effects were reported.